Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1801193 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Although the picture sample showed signs of leakage past the plunger, it could not provide sufficient evidence for an exact cause. Twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no defects were observed. Based on the provided customer feedback and the picture sample, it is possible that this incident resulted from damage to the plunger lip component. This damage can occur when the syringe moves through the manufacturing process or when the plunger rod is assembled. Our quality team will continue to closely monitor the production process for signs of this defect and any emerging trends.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd china experienced leakage during use. The following information was provided by the initial reporter: received feedback from user facility that it found blood leakage when using 5ml syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe s2 5 ml 22ga 1-1/4 in bd (B)(6) experienced leakage during use. The following information was provided by the initial reporter: received feedback from user facility that it found blood leakage when using 5 ml syringe.